Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon used this to impact shell and it broke while impacting. It did not delay surgery.

Manufacturer narrative:
Updated lot number based on additional information. An event regarding fracture involving an adm expandable coupler was reported. The event was confirmed. The returned restoration adm manchon expans was broken into four sections. It appears that all of the fractures initiated on the machined radius and progressed towards the flat outer surface from an overload condition. The mar concluded that the restoration adm manchon expans broke from an overload condition. The fractures initiated on the on the machined radius and progressed towards the flat outer surface. No material or manufacturing defects were observed during this analysis. Device history review: the review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: while the exact root cause could not be determined, the mar concluded that the restoration adm manchon expans broke from an overload condition. The fractures initiated on the on the machined radius and progressed towards the flat outer surface. No material or manufacturing defects were observed during this analysis. As stated in the surgical protocol, if re-impaction is required, be sure to use the same expandable coupler size as the final implant. Do not use a smaller expandable coupler size than the final implant as this will compromise the integrity of the coupler, and may cause it to break. It was reported that dr used this to impact shell and it broke while impacting. It did not delay surgery. The reference for the nut used in this event was part number 1235-0-006, which was prior to the release of the redesign of the nut.

Event description:
It was reported that the surgeon used this to impact shell and it broke while impacting. It did not delay surgery.